Event description:
It was reported that an ilet device was dropped, the connector snapped, and the insulin cartridge became stuck in the reservoir, resulting in failure to disconnect with a reported blood glucose of 212 mg/dl and necessitating manual subcutaneous insulin injections. Investigation of this case revealed a mechanical problem associated with the reservoir that led to failure to disconnect. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.